Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was intermittently observed to deplete rapidly. Subsequently, the pump intermittently shut down. There was no reported adverse impact to the customer's blood glucose level. No additional information was available.